Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. The medical personnel noted that the sensing was good at 18 millivolts and the threshold was chronically high and unchanged at 2.2 volts. Boston scientific technical services (ts) was consulted and suggested performing further testing and consider a lead revision based upon results of the additional tests. At this time no further information is available and all available evidence indicates the rv lead and crt-d remain in service. No adverse patient effects were reported.